Event description:
It was reported that the patient felt a tugging sensation at their implant pocket site and the "wires were irritating him". It was reported that the lead had migrated over the surface of the implantable pulse generator (ipg). The tugging sensation eventually resolved without intervention. The right ventricular (rv) lead remains in use. The patient was a part of the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.